Manufacturer narrative:
One device was received for evaluation. Visual inspection found broken housing. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the faulty optical sensor was the root cause. The main printed circuit board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: day of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a motor rate error. Informing that the product fault occurred upon powering on. There was no patient involvement.